Event description:
Olympus was informed that during an unspecified colonoscopy procedure, the users experienced a complete loss of image. There was no pt harm reported.

Manufacturer narrative:
Olympus followed-up with the user facility to obtain add'l info regarding this report. The users reported that the image was snowy prior to the complete loss of image. The users attempted to troubleshoot by rebooting the system with no success. The intended procedure was said to have been completed with an olympus 180 endoscope. The user facility reported that the probable cause had been identified to be related to moisture inside of the scope socket. The user facility further reported that the reported phenomenon could not be replicated following the procedure. An olympus field staff was at the user facility to troubleshoot and could not recreate the reported phenomenon. However, the user facility had been advised to dry out the equipment completely to prevent moisture from entering into them. The device referenced in this report was not returned to olympus for eval. The exact cause could not be conclusively determined. This report is being submitted as a medical device report in an abundance of caution.